Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/20/2010, 08/23/2010, 08/31/2010 by phone, fax, and mail. A completed questionnaire was received on 09/01/2010. (B)(4).

Event description:
A surgeon reported a myopic surprise with induced cylinder following intraocular lens (iol) implant surgery. In a follow-up, the surgeon stated that the lens was not defective and it did not cause/contribute to the event. He stated that the cause of the surprise could be the flattening of the cornea postoperatively. The event is expected to resolve with treatment.